Manufacturer narrative:
Clinical review: temporal relationship exists between ccpd therapy utilizing liberty cycler set and adverse events of peritonitis(characterized by hypotension/abdominal pain) which warranted hospitalization and antibiotic therapy.pdrn attributed causality to poor hand hygiene after utilizing the bathroom. Per the pdrn, the events are unrelated to the utilization of fresenius product(s) and/or device(s). Escherichia coli is one of most common organisms causing gram-negative peritonitis in pd patients and is found ingastrointestinal tract. Based on the info, the liberty cycler set can be disassociated from the events. There is no allegation or evidence indicating a fresenius product/device deficiency/malfunction caused/contributed to the serious adverse events experienced by patient. Esrd patients undergoing pd therapy are at high risk for infections of the peritoneum. Plant investigation: the sample was not returned. Lot number was not provided. Manufacturing review was performed on the products shipped to the patient for 3 month time frame which preceded event review included the lot numbers for all fresenius liberty cycler sets shipped to account within time frame. The entire set of lots have been sold/distributed. No non-conformance's/abnormalities identified during the manufacturing process which could be associated with the reported event. Investigation of the device history records(DHR) conducted and confirmed results of the in-progress and final quality control testing & met requirements. Lots met specifications for release. Review of the DHR did not reveal a probable cause for complaint. Review of user guide performed. User guide states as a warning before starting the treatment ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿ the reported incident could be attributed to end user error in accordance with the complaint description. Sample was not available. Physical evaluation could not be performed. Event could not be confirmed.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported being hospitalized on (B)(6) 2022 for hypotension and a possible infection. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2022 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with intraperitoneal (ip) vancomycin and ceftazidime (doses, frequency, and durations unknown). The patient¿s peritoneal effluent culture result returned positive for escherichia coli, and the patients¿ antibiotics were continued. The pdrn reported the patient's hypotension was the body's response to the peritonitis. Once the patient began antibiotic therapy, the blood pressure normalized. The patient remains hospitalized and is recovering from the events. The patient has become deconditioned while being hospitalized and will require rehabilitation (physical/occupational therapy) before being discharged home. Currently the patient remains hospitalized while awaiting rehabilitation placement. The pdrn attributed causality to poor hand hygiene after utilizing the bathroom. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.